Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240, which occurred on the homechoice (hc) during dwell 1. The care giver (cg) stated that the unused supply line clamp was open. The baxter technical service representative (tsr) had the cg cycle power on the hc. The hc alarmed system error (se) 2367. The tsr had the cg start over with all new supplies. There was patient involvement, but no serious injury or medical intervention was reported. Baxter (B)(4) contacted the peritoneal dialysis registered nurse (pd rn) on (B)(6) 2011 regarding the reported problem. The pd rn was not aware of the alarm. Baxter (B)(4) informed her of the alarm and the use error. The pd rn would follow up with the hp and re-educate the hp on proper therapy protocol. No further information was provided. There was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). A request for the return of the device was not made as the problem was caused due to use error. A follow-up report will be filed upon if any additional information becomes available.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line was confirmed and the cause was identified as the patient leaving a clamp open on an unused supply line, based on information provided by the patient. The lot number is unknown therefore a batch review was not performed. The root cause of the complaint was use error. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).